Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5.5 months after the dental implant was installed in intraoral region #9, it was verified its non-osseointegration. The patient presented bone type iii and immediate load was not performed.